Manufacturer narrative:
The complaint device was returned for evaluation incoming visual inspection found no anomalies. Technical visual inspection found the plunger case was cracked on the right side. Device evaluation identified a faulty pcb plunger board, confirming the reported malfunction. The pcb plunger circuit board and the right-side plunger kit assembly were replaced. The software was set to 4.1.5. The circuit boards were inspected. The device was calibrated. The alarm, battery, display, force, keypad, lock switch, patient side occlusion, plunger position, rate accuracy, self-test/power, and syringe size sensor tests were performed and passed. The root cause was determined to be a main pcb plunger board malfunction. This type of event will continue to be monitored.

Event description:
Reportedly, post purchase, the device had a system failure message. There was patient involvement reported. No additional information available.